Event description:
Caller alleged discrepant results with the inratio meter and lab. Results as follows: date: (B)(6) 2012, inratio inr: (4.7), lab inr: (1.2). The time between testing was 1 hr. The meter was not in correct mode when finger stick was performed. Therapeutic range 1.5-2.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.